Event description:
It was reported that a patient's right atrial (ra) lead presented with noise resulting in an inappropriate automatic mode switch (ams) episodes. No changes were reported. There were no patient consequences.